Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on two occasions. The customer's blood glucose (bg) level ranged from 300 mg/dl to 110 mg/dl. The customer addressed bg level with a bolus. Reportedly, the customer declined to fill tubing while on the phone with tandem's technical support.